Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of specification on the low end and the device was out of calibration. The motor, switch, ball bearing, spring seal, needle bearing, reciprocating arm, and screw were replaced the device recalibrated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: singapore.

Event description:
It was reported that outside of surgery the device was sent in for annual calibration and maintenance. There was no patient involvement. During product evaluation, it was found that the motor was running at an inconsistent speed. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.